Event description:
It was reported that cadd solis vip pump ? Continuous failure on downstream occlusion. No patient injury reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the device tamper seal was missing upon receipt. Functional evaluation including non-destructive testing of the pump was performed. Error codes for high alarm displayed and downstream occlusion were found in the device event history log. Results: the customer reported problem was not duplicated during the investigation as the returned unit was tested by operating the attach and detach cycle many times and the pump was found to be operating normally. Root cause of the customer reported event is unknown and cannot be determined as the returned device was found to be operating normally during the investigation. It is unknown who could have caused the customer reported event to occur. The downstream occlusion sensor was replaced as preventive measure. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d5: correction: operator of device: unknown, no information received, e4: correction: initial reporter sent to FDA: unknown, no information received.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue was found during preventive maintenance procedure.